Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp became hemodynamically unstable with placement signal low and impella flow reduced alarms. A left ventricle perforation was suspected, and pericardial effusion was detected on echo. A pericardiocentesis was performed and the impella was explanted. The patient survived.

Manufacturer narrative:
Correction: b1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Low or blocked pump flow: data log reviewed, and no indications observed to confirm root cause. The root cause of the impella low flow issue cannot be determined since the complaint device not returned for analysis and insufficient clinical details provided. Cardiac perforation/ pericardial effusion/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.